Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The root cause is due to a dislodged component. As a result, the component was repaired. A trend has been identified and a formal corrective and preventative action was opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the customer states the unit's speaker is not working.

Manufacturer narrative:
Submit date: 09/28/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit's speaker is not working.